Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer.the manufacturer found adhesive-residue and dust/hair-like contamination on top of unit exterior, dust-like contamination on top enclosure near sd card reader, white dust-like contamination found on top of blower box and inside of bottom enclosure, indeterminate yellow flakey contaminant within bottom enclosure, as well as hair-like contaminants, indeterminate yellow flakey contaminant and hair-like object on blower and within blower box, black contamination consistent with keratin around blower box outlet. The device's downloaded event log was reviewed by the manufacturer and found one instance of error e-53. The manufacturer concludes no evidence of sound abatement foam degradation. The manufacturer confirms the presence of dust-like contamination in the airpath. In the initial report clinical symptoms of nasal/throat irritation or soreness was not mentioned which has been updated in this report. Section d9, g3, h6 has been updated / corrected.